Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed a test step related to positive flow verify. The device was reworked to resolve the issue. The sound abatement foam was replaced preventatively. Additionally, during the evaluation error codes in relation to (check circuit) and (internal battery depleted) were recorded in the device event log unrelated to the reported malfunction. The internal battery was charged, and the tubing was reconnected to address the issues. Dust was observed on the blower box. The software was upgraded. The device passed all testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.